Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt the implantable cardioverter defibrillator (ICD) device moved in the pocket. The physician noted twiddler's syndrome as its potential cause. Moreover, a revision was scheduled. The ICD remains in service. No adverse patient effects were reported.